Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair. Product evaluation. Product review of the electric dermatome sn 204093 by dover on 4 may 2020 revealed that the device did not run. The rpms could not be checked due to the motor/switch not working. The calibration was out at the 0 reading. The head showed wear because of the age of the device. Product repair: repair of the device was performed by (B)(6) on (B)(6) 2020 which included replacement of the following: head, motor, switch, plug harness assembly, reciprocating arm, bearings, and various other parts additional repair included recalibration the device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that the device cut thick and thin/intermittent "run" switch - during surgery (B)(6) 2020. There was harm to the patient- a second graft had to be taken. There was "a couple of minutes" delay during surgery. No additional information available. No additional consequences have been reported as a result of this malfunction.